Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a persistently elevated lactate dehydrogenase (ldh) and a drifting hemoglobin that was unexplained. There was some suspicion of hemolysis from the pump. Testing was performed and hemolysis was not confirmed. Haptoglobin was less than 10, plasma hemoglobin was 40. Ldh was 3,174 on (B)(6) 2025. Computed tomography (CT) morphology on (B)(6) 2025 showed no evidence of inflow or outflow obstruction. The patient had dark urine. The plan of care was ongoing. There were no unusual events recorded in the log file event history. The low power events were all due to normal battery depletion and not typically suspect of thrombus. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log filed confirmed low flow alarms, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The controller event log files contained events from 24feb2025 through 26feb2025. Transient low flow alarms were captured with increased pulsatility index (pi) values. No other notable events or alarms captured. The pump appeared to function at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, section 4 states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the event recorder is a built-in feature of the system controller that allows performance data to be collected and stored. The system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 6 of the IFU, ¿patient care and management (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.